Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses in an online survey that a nurse stated that the no, the arctic sun temperature management system did not successfully control patient temperature by achieving and maintaining patient to target temperature because patient continued to seize in relation to arctic sun 5000 and pads small (s). Additionally, a nurse stated that no, the arctic sun temperature management system did not successfully monitor the patient's temperature throughout therapy because patient continued to seize in relation to arctic sun 5000 and pads small (s).